Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional later reported right side capsular contracture baker grade IV. Healthcare professional later reported "cyst lesion".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture" and "exchange of textured". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported right side "rupture" and "exchange of textured". Healthcare professional later reported capsular contracture baker grade IV and "cyst lesion". The device was explanted.

Manufacturer narrative:
Laboratory analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.